Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy the sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. There were no reported glucose values available to search within the parkes error grid calculator.